Event description:
A customer reported that a system message displayed when a cutter was inserted into the eye in "demonstration" during a vitrectomy procedure. The case was unable to be completed and the two follow cases were postponed. There was no reported harm to the patient.

Manufacturer narrative:
The company representative examined the system and was able to replicate the customer reported event of system message (sm) [drain pump problem detected - infusion/irrigation and extraction functions will be disabled]. The company representative replaced the stepper motor and encoder assembly to address this event. The company representative also made an adjustment to the tray arm to address a squeak sound and recalibrated the touch panel. The system was then tested and met all product specifications. A review of the system's event log was able to confirm three occurrences of the customer reported sm [drain pump problem detected - infusion/irrigation and extraction functions will be disabled on (B)(6), 2012. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the customer reported event was determined to be a nonconforming stepper motor and encoder assembly. (B)(4).